Event description:
It was reported the ems was used during an unknown procedure. It was reported by the affiliate the device would not staple. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48572. Based upon inquiry info rec'd and visual examination, no functional test was performed due to the broken nose. No conclusion could be reached as to how the nose was broken.